Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15265. The pt reported experiencing ineffective stimulation. The pt denied any trauma. Reprogramming was unable to resolve the issue. X-rays were taken, however, the results are unk. The pt's physician has yet to determine the next course of action.